Event description:
The company representative was following up on patients whose vns generators were potentially at end of service when she found an obituary for the patient. The obituary did not provide a cause of death but stated that the patient passed away peacefully in her sleep. Follow-up with the funeral home found that the patient was buried with the vns lead and generator still implanted. No additional relevant information has been received to date.